Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviation potentially related to the event occurred during the manufacturing. A review of the sterilization record documentation. For the device was found to be satisfactory.

Event description:
A report was received that the patient had a bacterial infection at the ipg site. Symptom of swelling was noted. The patient was placed on antibiotics. The physician did not suspect that the infection was device or procedure related and it was unclear on how the infection occurred. The patients infection had cleared.